Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump was providing a blank screen when certain new batteries were put in. The reporter noted that some batteries would cause the pump to function normally. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/05/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: a review of the black box history showed multiple eaw 054 errors on 7/11/2013. The battery compartment was intact with no cracks. There was no evidence of moisture contamination observed in battery compartment or on battery cap. No power loss was observed when the pump was exercised for 24 hours. Current draws are within specifications. Pump case was removed and no evidence of moisture contamination was found inside pump. The battery terminal contacts were inspected and no evidence of intermittent contact was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.